Event description:
It was reported that there were concerns about this left ventricular (lv) lead exhibited loss of capture (loc). Technical services (ts) stated that they could not confirm or deny capture on the lv channel. Ts suggested troubleshooting actions. The lead remains in use. No adverse patient effects were reported.